Event description:
A clinical director reported that a patient experienced post-operative tass in conjunction with product use. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).